Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the device's cuff lost air pressure. There was no patient harm. From (B)(4) according to the reporter, the unit had cuff inflation/deflation issue. There was no allegation of patient death or serious injury associated with this event.